Manufacturer narrative:
The stent was loose on the balloon and shifted distally on the distal balloon cone. The distal end of the stent and proximal end of the stent was only slightly flared from being moved over the distal and proximal balloon cones. The stent as received was almost completely removed from the balloon and was only on the distal cone. There are no signs that the stent had been attempted to be deployed as there was no inflation media present in the balloon. The crimped diameter of the stent was 1.9mm. This diameter is indicative of a properly crimped stent. The stent and balloon were blood stained as if the stent was fully inserted into the introducer sheath and then removed . Based on the details provided with the return, it is unclear if the stent was dislodged during the advancement of the sheath or during withdrawal from the sheath. The catheter system was inspected to verify that the product was properly crimped during mfg. When the product is crimped, the stent struts impart permanent imprints to the exterior of the balloon. When the device was examined the crimp marks were visible which indicates that the stent was properly crimped onto the balloon. We have not been able to determine any fault due to mfg. A review of the production lot history data from qc indicated successful passage of the lot qualification samples through a 6french cordis introducer sheath. With no additional procedural details, or the introducer sheath used in the case it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
Stent was pre-mounted too loose on the balloon.